Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v297034, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was still experiencing sweating and rigidity. The manufacturing representative stated that it did not seem to be an issue with either too much stimulation or medication. The device was working properly and there were no impedance issues. The patient had an appointment with their healthcare professional (hcp) on (B)(6) 2014. At the patient¿s appointment their medication was adjusted. Following the appointment the patient¿s symptoms were better under control. The patient did experience similar symptoms when their device was initially turned on. The patient did have a fall on (B)(6) 2014 that was not due to deep brain stimulation. The patient¿s hcp was getting a CT scan.

Event description:
Additional information received reported that the patient had an appointment scheduled for (B)(6) following the date of this report.

Event description:
It was reported that the patient had been experiencing shocking since about 11pm on the day prior to the date of this report. The patient had been replaced during the afternoon on the day prior to the date of this report. The patient also got stiff, had increased blood pressure and had started sweating with intermittent shocking. Patient experienced side effects of rigidity and tremor. Impedances were normal during the implantable neurostimulator (ins) replacement. The patient¿s therapy had been better since replacement except for the shocking. The patient was instructed to turn the therapy off until the day following the date of this report when the healthcare professional could meet with the patient. The device was turned back on at lower amplitude and it had seemed better. The healthcare professional had decided to lower sinemet and slowly increase stimulation overtime in hopes to level the patient back out.

Event description:
Additional information received reported the patient was receiving normal therapy. All impedances were normal. Since the patient¿s medication and stimulation had leveled out after the battery replacement he had improved since the last time the manufacturing representative had seen him. The patient was doing better but was still having some trouble with sweating/muscles tightening if dosages of medications change. The patient was doing well but still had not fully returned back to how he was before his battery had depleted. The patient was off stimulation for so long after his battery died that it was taking time for time to recover.